Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon graft polymer fill, the distal most ring (1st ring) of the graft leg(s) at ir80 seemed to not open up very well and appeared compressed/crimped; however, the graft was very visible and seemed to fill. It was noted that the aneurysm sac appeared to have some contrast in it and around the graft which was odd. After some quick trouble shooting, the syringe appeared to have emptied and the patient experienced hypotension with a slight drop in blood pressure. The anesthesiologist treated and stabilized the patient. The cross over lumen was used to cannulate the contralateral leg, successfully snaring the guidewire, followed with the deployment of the iliac limbs. The final angiogram showed successful exclusion of the aneurysm with no evidence of endoleaks. There have been no additional patient sequelae reported.

Manufacturer narrative:
The root cause of the fluid polymer leak could not be determined. This event involved polymer exposure due to an unknown device malfunction that could not be determined. Based on similar reported events, the most likely cause is possibly related to a compromised in the polymer fluid path and/or mating junction between the delivery system and stent graft. The associated clinical harms for this event included: transient hypotension, and rash. The root cause of the compressed aortic body graft legs upon deployment could not be determined; both distal legs of the aortic body appeared compressed at the first ring which was resolved following the placement of the iliac limbs. It was noted that the cross-over lumen was used to successfully deploy the iliac limb stent grafts. It was noted that the .014" non-endologix guidewire tip fractured and remained excluded from the blood flow, between the aortic body graft leg and iliac limb. The snaring of the .014" wire likely contributed to the wire fracture. There were no patient sequelae associated to the damaged guidewire. Procedure related harms included: acute kidney injury and device fragment in patient. The final patient disposition was discharged home on post operative day one with no additional negative patient sequelae reported. There were no user/procedure-related and/or anatomy-related factors identified. In addition, it could not be determined if off-label and/or cautionary product use conditions contributed to the event due to a lack of pre-implant imaging. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information.

Event description:
Based on a clinical assessment and review of the medical records and imaging for the reported event, it was noted that the tip of the non-endologix .014" guidewire utilized during the cross-over maneuver detached during the index procedure and was excluded within the aortic body; lodged between the iliac limb stent graft and aortic body graft leg. Furthermore, the patient was reported to have presented with a rash following the reaction. As of the date of this report, there have been no additional patient sequelae reported.